Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that the patient faced similar event of kinked cannulas with three infusion sets. The symptoms were noticed within 3 hours of insertion. The site was upper buttocks and was rotated regularly. Patient replaced infusion set and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.